Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation not as expected. Engineering analysis determined that the device data appears consistent with the higher power being due to the increased sensing required. Additional information was received indicating engineering analysis took a second look at the data and found that the power consumption is unusually high and continues to be elevated and episodes continue to accumulate. There is no intervention information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.